Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unable to take 3d shots as the collimator would not move into position. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID bi71000874; product ID bi71000444. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the image acquisition system (ias) would not fully boot, the collimator blade was making loud clunking sounds and the filter would not always move into place. The 2dlf collimator was replaced, aligned and calibrated. Codes b01, c07 and d02 are applicable to this analysis. G04031 - collimator g04090 - rotor control box. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.